Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 441 mg/dl. Customer stated that the customer was experiencing the high blood glucose for the last couple of hours. Customer stated that after every 2 hours the insulin pump say to calibrate. Customer stated that the sensor receive a change sensor. Customer was offered for troubleshooting for high blood glucose. The device will not be returned for analysis.